Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Device evaluation and inspection found the reported event was confirmed. Based on the results of the investigation, the reported issue was confirmed and found to be due to the performance of an electrical or electronic component was found to be inadequate. A definitive root cause of electrical inadequate performance cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the subject device was plugged in there was no picture just a black screen. There was no harm or injury reported.